Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic transverse colectomy, there was bleeding as the staple lines were not correct. There was poor staple formation. A clip was used to stop the bleeding.